Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain and injuries; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent a laparoscopic repair of bilateral inguinal hernia on (B)(6) 2010 with implant of a bard/davol 3dmax right and 3dmax left mesh. Attorney alleges that following this operation, the patient has been left in significant pain, experiences constant pain in the back and groin and sustained injuries. It is also alleged that the device is defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain and injuries; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct implant date. Based on the additional information received, no conclusions can be made. Per medical records review, approximately 17 months post implant of 3dmax mesh, patient reported abdominal pain. Pain is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2009. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent a laparoscopic repair of bilateral inguinal hernia on (B)(6) 2010 with implant of a bard/davol 3dmax right and 3dmax left mesh. Attorney alleges that following this operation, the patient has been left in significant pain, experiences constant pain in the back and groin and sustained injuries. It is also alleged that the device is defective. Addendum per additional information provided by patient's attorney: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax mesh (device #1 & #2). Per operative notes "there were two small indirect hernias which were reduced. The plane was developed laterally to enable placement of a piece of two 3dmax mesh and they were secured with staples to the pectineal ligament." (B)(6) 2012 - 1(B)(6) 2021 - during multiple visits patient had abdominal pain and felt this may be due to the mesh used to repair bilateral inguinal hernias.